Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed dashes (---) for parameters. Return to standard was not successful.